Event description:
This ventilator was on a patient. The nurse noticed that the rate on the vent was set at 35 bpm, when it was originally set at 30 bpm. The respirator therapist claims that it was not changed by any personnel. Later it was noticed that the peep was at 6, instead of 5, which it was originally set at. Again this was not changed by any personnel. The respiratory tech checked the logs, and no changes were recorded in the logs. It was believed that the ventilator must be failing, and it was removed from service, and another ventilator was put into place. The ventilator in question was sent to biomed to be checked.